Event description:
It was observed during device inspection ultrasound image was found defective with missing elements. Peeling of acoustic lens (pink probe) was noted.there was no patient involvement in this reported event.

Manufacturer narrative:
The device was evaluated. Based on evaluation and investigation results, it was noted that due to damage on ultrasonic probe (peeling of acoustic lens), displayed ultrasound image is defective with missing elements due to peeling of acoustic lens, displayed ultrasound image is defective. Based on investigation, image was defective due to damage in acoustic lens (pink probe). The root cause of the damage in pink probe cannot be conclusively identified. Probable cause due to stress and or degradation. Olympus will continue to monitor field performance for this device.